Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be torn at the ok button. The battery compartment was also observed to be cracked. During testing, the pump was powered on and the display screen appeared dim with discolored text. The keypad buttons were also unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. The ok button contact was also inverted. Additionally, the bolus button cover was missing. Damage to support the initial complaint of a broken pump was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was out of warranty and ¿broken.¿ there was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.